Event description:
It was reported that (1) tsg45 was used during an unknown procedure. It was reported by the rep that rep spoke with the surgeon concerning a report by the CT service coordinator that the tsg45 had malfunctioned in a case. The surgeon was not certain of the specific data however there have been 2-3 instances in the last two weeks where after firing the 45 cutter and pressing the release knob the firing handles do not spearate spontaneously. The surgeon demostrated how surgeon has had to pry the handles apart. The surgeon indicated that he would like to try the compact 45 cutter as a repalcement. There was no consequence to pt.